Event description:
It was reported that the left ventricular lead exhibited no capture. A repositioning attempt was made, however was not successful due to scarring in the healing process. The lead was turned off but left in the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.